Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned by the customer. No lot number was provided; therefore, a device history record (DHR) review was performed based on the sales history of the customer. The DHR was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. The potential cause of a blocked catheter could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the clinician could not inject medication during an epidural placement. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the clinician could not inject medication during an epidural placement. No patient injury reported.